Event description:
It was reported that the patient's battery was replaced due to infection. It was noted that the patient had experienced many infections. It was unknown if the infection had been related to the dbs system. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that there was no infection or a suspicion of an infection in the patient during surgery on (B)(6) 2012. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), product type extension; product ID 3387-40, lot # j0455385v, implanted: (B)(6) 2004, product type lead. (B)(4).